Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found evidence of sampling abnormalities. The fsr replaced the sample alinity pipettor probes and sample syringe assy which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with false positive b-hcg results. A review of tracking and trending for the alinity I did not identify any trends. A review of tracking and trending for the pipettor probes and syringe assy did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6), the pipettor probes, or the syringe assy were identified.

Event description:
The customer observed a false positive alinity I total b-hcg results for a 16 year old female patient. The following data was provided: on (B)(6) 2023 sid (B)(6) initial result = 107.65 iu/l (positive). On (B)(6) 2023 sid (B)(6) initial result was <2.30 iu/l (negative), repeat was <2.30 iu/l (negative). The original sample (sid (B)(6) was repeated and generated a result of <2.30 iu/l (negative). No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive alinity I total b-hcg results for a 16 year old female patient. The following data was provided: on (B)(6) 2023, sid (B)(6) initial result = 107.65 iu/l (positive). On (B)(6) 2023, sid (B)(6) initial result was <2.30 iu/l (negative), repeat was <2.30 iu/l (negative). The original sample (sid (B)(6)) was repeated and generated a result of <2.30 iu/l (negative). No impact to patient management was reported.